Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulty to deploy the clip and single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat a functional mitral regurgitation (mr) with grade 3-4. The clip delivery system (cds) was advanced to the mitral valve and the clip was placed and both leaflets were well gripped. During clip deployment, the mandrel could not be retracted to release the clip. After several attempts and tugging on the cds, the clip was able to be deployed, successfully. However, after deployment the clip had detached from the posterior leaflet and remained attached to the anterior leaflet, a single leaflet device attachment (slda). An additional clip was implanted to stabilize the slda. Two clips implanted, reducing mr to 1. No additional information was provided.

Event description:
Na.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to deploy the clip. The single leaflet device attachment (slda) appears to be due to the troubleshooting maneuver of the difficulty deploying the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.na